Event description:
During use of an empira nc rx ptca 12x3.25 balloon for post dilatation, the team inflated the balloon to 14 atms for 10 sec then it burst while inside patient (within stent). On removal it looked like the proximal edge of the balloon was not adhered to the shaft (not fixed). Same like product used to complete procedure. The target lesion location was the left anterior descending artery (lad). The lesion was described as a simple single lesion. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. There was no difficulty advancing the balloon to the target lesion. Upon initial inflation, the balloon ruptured. It is unk what type of inflation device was used to inflate the balloon. The brand of contrast used is unk. The contrast to saline ratio was 50/50. No pieces of the balloon were left in the patient. There was no reported injury to the patient.

Manufacturer narrative:
Mfg records were reviewed and there is no objective evidence to suggest that the device may have been released with nonconformities related to the nature of this complaint. The device met specs prior to distribution. Analysis of actual device is pending.